Event description:
It was reported that there was a non-sustained tachycardia episode stored with v-v intervals indicative of lead noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a 5076-45 lead, implanted (B)(6) 2005. (B)(4).